Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg level was confirmed by cgm on (B)(6) 2017. User made bolus requests less than one hour in between each other while still having insulin on board (iob). Bolus request were made without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests in close intervals or without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose levels (30 mg/dl). The cause for low bg levels was unknown. Customer addressed low bg levels with crackers and peanut butter. Recommendation was made to discuss diabetes management with customer's health care professional.